Event description:
The pt came for a follow-up on (B)(6) 2011. During follow-up, it was found that the pt received inappropriate shocks because of interferences when using a household electrical appliance. On (B)(6) 2011, the physician explanted this device. The device was replaced by a paradym device sn (B)(4) reported under MDR 1000165971-2011-00107.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.